Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red alert was posted via remote patient monitoring due to a high out-of-range shock impedance measurement of 126 ohms on this right ventricular (rv) defibrillation lead. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that a red alert was posted via remote patient monitoring due to a high out-of-range shock impedance measurement of 126 ohms on this right ventricular (rv) defibrillation lead. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the physician was aware of the out-of-range shock impedance measurement alert and are continuing to monitor the patient at this time. It was noted that the impedance had trended higher than normal since implant, and the physician was not worried at this time. This right ventricular (rv) defibrillation lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.